Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the manufacture representative stated that at this time the device is turned off and there are no immediate plans for removal. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient fell over a dog gate in (B)(6). After that incident she began to have low back pain and pain at the pocket site. She turned her battery off and the pain went away. When she turned it back on the pain came back. Most recently patient turned her battery off (B)(6) 2020. She says she then turned it back on and today it was highly uncomfortable. Patient was instructed to turn her battery off and will make an appointment with the doctor to discuss next steps. No further complications were reported or are anticipated.